Event description:
Same case as MFR#: 6000089-2007-00951. It was reported that during a pci procedure the 4.0x20mm maverick2 monorail balloon was inflated to 12atms for 2 to 3 seconds on the first inflation when it ruptured. The lesion being treated was located in the tortuous, severely calcified and 90% diffuse stenotic proximal to distal right coronary artery (rca). The device was removed from the patient intact. The procedure was successfully completed with another maverick2 balloon. Patient status is listed as "good."